Event description:
Per the surgical team, the patient experienced an infection at the incision site (specifc date not reported). Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.